Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies followed by loss of lock. The patient was seen by a company representative at center for device evaluation. Testing performed confirmed that the device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's device has been scheduled.